Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed multiple times when removing a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that double-clicking issues with the tower doors. The field service engineer (fse) replaced all eight defective tower door latches and verified proper door operation. The system functioned as intended after the field service engineer repaired the device.